Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of removal of breast implants during mesh implantation. The patient underwent mesh revision/explantation on (B)(6) 2010, (B)(6) 2011 due to mesh exposure and erosion. (B)(4) - mesh exposure.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, incontinence, frequency, nocturia, vaginal bleeding and vaginal discharge. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.